Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: lot #?. On what date did the implant take place?. Was there any hiatal or crural repair done at the same time as the implant ?. Was mesh used at time of implant?. At the time of removal, was the device found in the correct position/geometry at the time of removal?. Have the symptoms resolved since the device was explanted ?. I am unable to obtain additional information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was removed due to a psychological issue. The surgeon doesn't think there was anything wrong with the device.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2022.

Manufacturer narrative:
(B)(4) date sent: 9/28/2022. Investigation summary : a separated washer was observed during the visual assessment. The washer was slightly bent outwards in the shape of a saddle with welds tracks on both sides of the washer and also on the bead case where the washer was separated. This was likely due to forces applied during explant procedure. However, the unseated washer didn¿t contribute to customer¿s experience. The visual analysis excepting the unseated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.